Event description:
An employee experienced an accidental finger stick, with a used lancet, while handling the lancet device. Reporter did not know if the device had unexpectedly fired or if the employee had removed the cap to unseat the lancet. Reporter was unable to provide any information about employee's condition or treatment. No product was returned to this manufacturer for evaluation.